Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The dealer states the left side caster tube sleeve top bearing fell apart. MDR filed.

Manufacturer narrative:
The incorrect information was provided on the initial medwatch.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.